Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n277591, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient's stimulation had moved from her lower back to her shoulder area. The patient had an appointment to meet with her physician and medtronic representative on (B)(6) 2013. Over one month later, it was reported that the patient did not have concerns with their device or therapy. It was stated that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved approximately one month prior. And it was stated that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was not clear if the patient's concerns had been resolved or not. Additionally, it was reported that "one lead slipped up to the right shoulder, but still worked". It was noted that the patient did not wish to have more surgery at this time. It was not clear exactly what happened with the patient's lead. Further information has been requested. If more information becomes available, a follow up report will be sent.